Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that in 2020 the pump alarmed and the patient passed out. It was noted that the patient was hospitalized and the device was taken care of at the hospital.